Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill messages occurred after the cartridge was filled with over 300 units. Blood glucose was 104 mg/dl. Reportedly, a new cartridge was loaded to address the event and insulin delivery was resumed.